Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired at home. An alert for unsuccessful hv therapy and vt/vf episodes was received via remote transmission. Review of the episodes showed several instances of v undersensing which did not significantly prolong therapy, but may have contributed to an early return to sinus. The patient received atps which did not convert the arrhythmia. Patient appeared to have been in a slow tach. Patient appeared to have subsided to a tach within the monitor zone on last therapy related strip.